Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing an ipsilateral antegrade approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee vessel. After a guidewire crossed the lesion, a 1.2mmx15mmx142cm emerge balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. When the device was removed, the balloon was inflated outside the patient's body and a pinhole was found. The procedure was completed with a 2mm non-bsc device. There were no patient complications nor injuries reported and the patient's status was good.